Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump alarmed stuck button and multiple pump error. The customer¿s blood glucose was 6.1 mmol/l at the time of incident. Customer's parent stated that the insulin pump had a stuck button alarm and the buttons were unresponsive. Customer's parent reported that the insulin pump went blank after a new battery was inserted to resolve the unresponsive buttons issue. Customer's parent also reported that the insulin pump had multiple pump error alarms and stated that the alarm did not occur immediately after a battery change and the insulin pump was not stored or without a battery for greater than 8 hours. The customer's parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement test and self test. No post-reset ram crc alarm or history pointers failed alarms noted during testing. All buttons functioning properly during testing. However, corroded keypad traces noted during visual inspection. No unlocked keypad connector noted during visual inspection.